Manufacturer narrative:
Internal complaint reference (B)(4). Article: hong, s. L. W., ying, c. T. Q., thwin, l., & thevendran, g. (2016). Return to sport and physical activity after calcaneoplasty for insertional achilles tendinosis. The journal of foot and ankle surgery, 55(6), 1190-1194.

Event description:
It was reported that on literature review "return to sport and physical activity after calcaneoplasty for insertional achilles tendinosis", one patient developed a superficial wound maceration after a calcaneoplasty procedure using a healicoil anchor. This event was treated with regular dressings without the use of antibiotics. No further information is available.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: correction on h6 (health effect - clinical code).